Manufacturer narrative:
Continuation of d10: product ID 39286-65 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The reason for call was to get MRI information. During the call the caller indicated that the patient had the ins replaced. The caller stated that they had an op note which said an "expired and painful spinal stimulator battery" removal of stimulator and smaller battery was placed.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 28-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a lot of pain in the ins area since 2018 and it was getting worse. The patient said it was aching and a sharp pain in the ins area. The patient has lost a lot of weight and he was not sure if that had anything to do with the pain. The patient reported that 3 weeks prior to the report he started having a burning sensation where the wires are located on his spinal cord. The patient said the burning sensation was completely debilitating and he was losing strength in the right side at times in his leg. The patient said it felt like a "hot poker." A rep said the ins was sticking out and was visible where it wasn't prior to the weight loss of 30 pounds. The patient also noticed their legs were giving out once and a while. There were no new circumstances that led to the issue. Impedances were normal. Reprogramming was performed and stimulation was achieved in both legs. Paresthesia was helping reduce the pain, but pain was still present. The hcp was updated and the new pain will be addressed by imaging and follow up at an unknown time as of now. No further complications were reported.